Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection of the instrument after removal of the housing found the tube extension broken at the distal end. The segment measuring approximately 0.085" x 0.169" was not returned. Additionally, a crack on the tube extension on the proximal end was identified. No thermal damage was confirmed on both observation.

Event description:
It was reported that after a da vinci-assisted partial nephrectomy procedure, during central processing, noticed the orange part of the monopolar cautery scissors instrument shaft was bent. The procedure was completed as planned with no reported patient harm, adverse outcome, or injury. There was no report of fragment(s) falling inside the patient. Due to the alleged issue, the procedure was delayed by 8 minutes.